Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding a patient (pt) who was implanted an implantable neurostimulator (ins). The reason for call was patient rep mentioned that today, the patient felt that the patient's therapy is not working as the patient feels like how they felt prior to the implant. Patient rep mentioned that they have changed the therapy type, changed groups, ensure that therapy is on and handset is showing that therapy is on, however patient can't feel the stimulation. Agent redirected the patient rep to the patient's healthcare provider (hcp), provided nas number and sent an email to the field for visibility.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was not feeling stimulation as they were two weeks post-op and needed reprogramming. They reported after reprogramming the patient was able to get improved coverage. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.